Event description:
Reporter indicated that vns pt died in sleep.

Event description:
A sudep evaluation was performed, and the death was determined to be definite sudep. The official cause of death was epilepsy.